Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Original thr 2010 - pain gradually getting worse over the years - investigated for hernias/back pain - hip being diagnosed as reason for pain - metallosis from mom being discovered - revision thr completed and mom liner/head removed as well as cup as liner would not come out. Revision prosthesis inserted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.